Event description:
A healthcare facility in the united kingdom reported that the iw930 cosycot infant warmer head was cracked. There was no reported patient involvement.

Manufacturer narrative:
(B)(6) method: the complaint iw930 cosycot infant warmer was returned to the fisher & paykel healthcare (f&p) service centre in the united kingdom, where it was visually inspected by a trained f&p technician. Results: during device service, it was confirmed that the head case of the infant warmer was found to be cracked. Conclusion: based on our knowledge of the product and previous investigations of similar complaints, it is likely that the observed damage on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. The infant warmer operating manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: - "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base.". - "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces.". In addition, the cleaning instructions in the operating manual contains recommendation of specific proprietary cleaning wipes.

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the iw930 cosycot infant warmer head was cracked. There was no reported patient involvement.